Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system lost power during iws calibration. On further inspection, the fse found that there were no led indications on mpdu (power distribution unit), mains and the ups mains. The fse confirmed that there was a power tray issue. The fse replaced the fan power supply assembly and finished the calibrations on the system after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system lost power during iws calibration. No harm was reported. Philips field service engineer (fse) inspected the system onsite and found a power tray issue. Fse replaced the fan power supply assembly, finished the calibrations on the system and returned it to good working order. Philips has started an investigation of this complaint.